Event description:
Merit radial band was placed to right radial after procedure was finished. 15cc's of air was inflated into the pocket to hold pressure on artery. Staff noticed a small hematoma at site and noticed the band was not holding any air. Looks to have a leak in it.